Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient experienced weight loss so the pump was moving around and bumping her rib cage causing irritation and discomfort. No diagnostics or troubleshooting was performed. On (B)(6) 2015, the device system was explanted and discarded. The patient status was reported as ¿alive ¿ no injury¿. The patient outcome and drug used in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.